Event description:
The patient underwent abdominal wall reconstruction for a fascial dehiscence and reported fistula repair. The abdomen was open. Upon a second operation, it was noted that the device had thinned out and tore close to the sutures. The patient had the device removed and replaced with a like device. This was an occult finding, and the physician stated there was no serious injury, but the malfunction of the device cannot be definitively stated to be caused by other factors. The device was explanted. Event is reported due to risk of serious injury if malfunction were to recur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of evaluation: review of the device history record. Review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from this lot; as of the date of the closure for this investigation, no other complaint has been reported to lifecell against lot s10697. Results of evaluation: review of the device history record revealed no deviations associated with the nature of this complaint. As of the initial complaint investigation, of the (B)(4) devices processed for lot s10697, (B)(4) devices have been distributed with (B)(4) device that was reported as having been implanted. Conclusion: device malfunction was discovered during an unrelated surgical procedure. As per physician's statement there was no serious injury caused by this malfunction. As per internal investigation, the device met qc release criteria including mechanical testing. Event is reported due to risk of serious injury if malfunction were to recur.